Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. The physician presumed that this was due to acute patient movement. There was no capture on rv lead. The lead was repositioned. Additional information indicates that dislodgement was confirmed via fluoroscopy and x-ray. The rv lead remains in service. No additional adverse patient effects were reported.